Event description:
Per the clinic, open circuits were noted on 8 electrodes and atypical measurements were noted on 4 electrodes during initial activation. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, march 12, 2026.